Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the evaluation of the received drill bit has shown that a piece off about 7.5mm is broken off at the forefront of the drill bit. The broken off fragment was returned for evaluation. Otherwise is the drill bit in a good condition with no visible damages, just some slight wear marks are present. Dimensional inspection: the ø 1.1 mm close to the breakage of the drill bit got measured. Checked dimensions with caliper outer shaft diameter specification 1.1mm 0/-0.03 / measured: 1.09mm = pass overall length measured with a ruler to define length specification 55.95mm / measured: 48.25mm = damaged post-manufacturing. Drawing/specification review: drawing was reviewed during evaluation to verify the relevant dimensions, the material specification and the hardness of the drill bit. The review of the manufacturing documents has shown that the used raw material was according to the specification of 1.4112 stainless steel as required. The review has also shown that the hardness was within the specification of 600 +55/0 hv10 of drawing. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we only can assume that a mechanical overloading situation or hit to a hard surface has caused the breakage of the delicate 1.1 mm drill bit. The review of the production history revealed that these instruments were manufactured in april 2020 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history f-29912 sterile - part, part: 03.130.202s, lot: 6l90024, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: 30. April 2020, expiry date: 01. April 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non - sterile part part: 03.130.202, lot: f-29912, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 02. April 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent surgery by using the va-locking hand system. During the surgery, the drill bit broke. The surgeon spent around twenty (20) minutes removing the fragments from the body. It was confirmed by x-ray that no fragments remained in the patient. The surgery was successfully completed with a less than 30-minute delay. The patient status was reported as stable. No further information is available. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).